Event description:
During a routine shift check by a clinician, the paddles caused the defibrillator to display "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.